Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the aiming beam would not appear/would not fire. After eval the tip is noted to be broken.